Event description:
New information received notes that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardiac monitor (icm) exhibited under-sensing. Remote programming was performed to adjust the sensitivity of the icm. No patient consequences were reported.

Event description:
It was reported that the patient's implantable cardiac monitor (icm) exhibited under-sensing. No changes or intervention were reported. The patient condition was not known.

Manufacturer narrative:
Further information was requested but not received.